Manufacturer narrative:
In telephone contact, it was informed that the dentist did not have information about lot number of the product. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 3 months the dental implant was installed in patient¿s mouth, its non-osseointegration was observed.